Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with type ii endoleak. Ima embolization was done two months ago. Post embolization duplex study and angiogram one month later revealed a possible type iii fabric, endoleak in fourth ring of the contralateral limb in oblique projection. The decision was made to implant an endurant 16x24x93 and the type iii endoleak was covered; however, a small type ii endoleak still persists. The physician stated the cause of the type iii endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of CT¿s from 7 years post-implant revealed that a talent aaa stent graft system was implanted in the patient. The bifurcate was positioned approximately 1cm below the lowest left renal artery. The ipsi limb was on the right side and an extension was placed into the right common iliac artery. The contra limb was positioned within the left common iliac artery. The proximal stent graft od measured 32mm and the proximal neck was essentially straight. Two bi-lobal aaa¿s were seen; the proximal aaa measured 56mm max diameter and the distal aaa/rcia aneurysm measured 56mm maximum. Calcification was seen surrounding the perimeter of the aaa¿s, and calcification was also seen within the distal aaa sac near both the contra and ipsi limbs. Beginning near the level of the flow divider contrast was seen outside the stent graft within the anterior portion of the proximal aaa, near the contra and ipsi limbs, and also within the majority of the distal aaa/rcia aneurysm surrounding the right/ipsi limb and along the left lateral side of the contra limb. The endoleak type and source could not be determined. This may be a type iii fabric endoleak and/or a type ii endoleak. Both limbs were patent and no other issues were observed. Review of an angio intervention procedure during embolization revealed that a 15mm length coil was placed near the level of the flow divider; approximately 2cm away from the left/contra limb. No stent graft issues were observed. Contrast injections through the stent graft were not seen in the films provided. Review of an angio study on revealed that contrast was seen outside the stent graft when the injector was pulled into the aortic body. Contrast was seen completely filling the distal aaa, on both sides of the limbs. The injector was then pulled down just above the flow divider, and with contrast filling the contra limb there appeared to be a type iii fabric jetting endoleak coming from the left contra limb. The location was near the middle of the stent which was 3 stents (approximately 4.5cm) above the distal end of the contra limb. The limb was essentially straight, no obvious stent ring overlap or angulation was observed, and the area of the endoleak was not in contact within the aorta or the ipsi limb. An endurant limb was then seen implanted within the left/contra limb, from the flow divider extending distally to just above the distal end of the contra limb. A slight amount of contrast was initially seen outside the contra limb along the left wall of the aaa; however, the previously seen jetting type iii endoleak appeared to have resolved. From the films provided the source of the endoleak seen appeared to be a combination of a type ii and type iii fabric. The exact cause of the type iii fabric endoleak could not be determined from the films provided. Earlier post-implant films were not available for review. No obvious stent graft issues were seen in the films which could explain the observed type iii fabric endoleak. However, it is possible that the calcification within the aneurysm sac (seen from the CT¿s) near the location of the endoleak, may have contributed to the endoleak via external abrasion.